Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Visual and functional testing were performed. The sample was visually inspected, at a distance of 12? To 24? And normal conditions of illumination. No discrepancies were found. The sample was fully priming and connected without difficult, the pump was set running and no alarm was activated. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was fully priming and connected without difficult, the pump was set running and no alarm was not activated. No corrective actions are required since the complaint was not confirmed. However production personnel was notified by quality engineer as awareness of the defect reported by the customer.

Event description:
It was reported that after filling up medical fluid into the cassette and connecting it to a pump, priming could not be performed successfully. It was attempted with other pumps, but was still not successful. No patient injury was reported.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07821 is no longer considered reportable, please disregard any MDR reports associated with it.